Event description:
During a blood culture draw, using a 12cc syringe, the plunger came out creating a significant blood splash/exposure incident. There was no blood exposure to any mucosal or occular tissue, or open wounds. Medical intervention such as laboratories were not necessitated.